Manufacturer narrative:
The insulin pump had no button error alarms noted. The device had no button response due to corroded keypad traces. Used a test keypad, unit responded properly to button presses. No frozen screen noted. The time advanced properly during testing. Unit had minor scratched display window, cracked beltclip slot, and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 150 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.